Event description:
Study event. Device malfunction: none. Symptoms/ae: neurological deficit. Time of symptoms/ae: after the procedure. It was reported that post a left internal carotid artery stenting, the pt experienced a neurological event. Symptoms were confusion, language impairment and right upper extremity weakness. A head CT was completed and revealed generalized edema and cortical enhancement in the left cerebral hemisphere consistent with ischemia. Neurology, speech therapy and physical therapy were consulted and the pt's symptoms improved over the next 2 days. The pt was discharged to home 2 days post procedure with home health care. Although requested, there is no additional info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Review of the device lot history record did not produce any findings relevant to this report.